Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified that the tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. The hypotube was broken at 27 cm distal to the catheter strain relief. The length of this device from the proximal body/cone transition to the break point is 114 cm. The hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the 4.00x16 mm promus element stent was unable to cross through a non-bsc guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, the product analysis revealed a shaft fracture. This product is only ous approved but it is similar to an approved us device.